Event description:
"After the vaporization. It was noted that a small piece of the tip of the tip of the laser fiber broke off when the obstruction was relieved. This embedded superficially in the prostate tissue. The iglesias rectoscope was used to resect the prostate removing the tissue which had the small piece of the laser fiber within it. Post op the patient was admitted then discharged to home with a foley in place. On 2/2, the patient was found to be hypotensive by the home health nurse and still displaying bloody urine. 911 was called and the patient was admitted.